Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found, however, blood was observed in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure the helix could not be deployed. Sensing was 15mv with impedance greater than 4000ohms. The lead was not implanted. No patient complications have been reported as a result of this event.